Event description:
Berlin heart inc was informed by the site that the patient had developed hemolysis as the ldh value was 2.5 fold greater than the upper limit of normal. The site also reported visible graphite in the air chamber and around the stabilization ring. The pump was also noted to be making a loud "chirp" and a new "crunching" noise. The site provided the following ldh levels: 434 (12/5); 2028 (12/12); 2482 (12/13); and 2715 (12/14). The pump continued to have 100% fill and ejection and was functioning as intended. The patient remained hemodynamically stable. Clinical affairs recommended a pump change. The site contacted clinical affairs again on the morning of (B)(6) 2021 to report that ldh level was greater than 5000 so a pump change was being performed at that time.

Manufacturer narrative:
The excor blood pump, s/n, (B)(4) was in use by the patient from (B)(6) 2021 ( 33 days).